Event description:
Philips received a complaint on the philips m3713a multifunction adult/child electrode pads plus indicating that a set of pads was unusually sticky, and it was difficult to clean the gel off of the patient after use. There was reportedly no patient harm.

Manufacturer narrative:
This report is based on information provided by the local philips customer support team and has been investigated by the philips complaint handling team. Philips received a complaint on the philips m3713a multifunction adult/child electrode pads plus indicating that a set of pads was unusually sticky, and it was difficult to clean the gel off of the patient after use. There was reportedly no patient harm. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. Photographs provided with the customer feedback illustrate melted gel. Based on the available details, the evaluation determined that an investigation was required. The pads were requested for investigation by philips ecr failure analysis. The customer was provided with replacement pads. Based on the information available, the cause of the reported problem was melted gel. The pads were not returned for additional investigation. The reported problem was confirmed. The customer was provided with replacement pads. Further action has been initiated. If additional information is received the complaint file will be reopened. Scar 3967213 initiated to address this known issue. H3 other text : device not returned.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the m3713a pad gel is unusually sticky and tight, which prevents the clinical staff from using it properly, and the hydrogel is avulsed. It was also reported that after use, the hydrogel sticks to the patient's body and is difficult to clean. There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by the local philips customer support team and has been investigated by the philips complaint handling team. Philips received a complaint on the philips m3713a multifunction adult/child electrode pads plus indicating that a set of pads was unusually sticky and it was difficult to clean the gel off of the patient after use. There was reportedly no patient harm. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. Photographs provided with the customer feedback illustrate melted gel. Based on the available details, the evaluation determined that an investigation was required. The pads were requested for investigation by philips ecr failure analysis. The customer was provided with replacement pads. Based on the information available, the cause of the reported problem was melted gel. The root cause of the reported problem could not be confirmed because the pads were not returned for additional investigation. The reported problem was confirmed. The customer was provided with replacement pads. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device not returned.